Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The device was used in the bile duct to treat unresectable malignant biliary stricture in the porta hepatis region. There was no specific problem in the patient anatomy; stricture was not so severe and angle was not so tight. During stent deployment, the outer sheath got separated from the handle. Since the stent could not be deployed due to the event, the delivery system was removed from the patient. Then, the device was replaced with another zilver 635 (10-6) and the procedure was finished successfully with the replacement device. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zilbs-635-10-8 device of lot number c1373749 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that was no specific problem in the patient anatomy; stricture was not so severe and angle was not so tight. The complaint device was advanced over a visiglide 2 wire guide, through an olympus jf-260-v endoscope. A sphincterotomy was conducted prior to the incident, but a pre-dilation was not. The target location for the complaint device was the porta hepatis region. Resistance was not encountered when advancing the wire guide through the obstructed area. The physician encountered resistance advancing the complaint device through the obstructed area. The complaint device was not advanced through a previously placed stent. No portion of the device detached inside the endoscope or patient, and the procedure was completed with another zilver 635 device. The customer provided images of the complaint device. The images show damage on the out sheath. On evaluation of the returned device, the flexor was observed separated from the handle, at the white cap. There was no tactile damage on the flexor. There was a bend and slight damage on the flexor, where the flexor passed the endoscope elevator, approximately 19cm from the distal end of the flexor. The overall flexor length was measured as 202.2cm, which was outside specification 200cm +2/-1cm. The device was returned with the stent undeployed, and the stent was deployed in the lab. There were no issues noted during the stent deployment. The stent was undamaged, and measured as 8cm long. Complaint is confirmed as the failure was verified in the laboratory. The outer sheath (flexor) was observed to be separated from the white connector cap. Product development was contacted to assess the damage on the flexor observed in the lab. The engineer made the following comments: ¿it is very hard to say conclusively what caused the damaged the outer jacket of the flexor but if I was to give my best guess, I would say that the outer jacket was damaged as the device exited the distal end of the scope. It may have been caused by the elevator being in its up position while moving the delivery system. However, it is very hard to confirm this with the limited information in this investigation.¿ possible causes for this occurrence could include a difficult patient anatomy. The patient anatomy could have created the resistance encountered when the device was advanced through the obstructed area. The anatomy could have caused high deployment forces. These forces could have caused or contributed to the flexor separating from the handle, and the elongation observed on the flexor. However, it may be noted that the customer reported that the stricture was not so severe and angle was not so tight. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the physician did not follow the product packaging insert. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1373749. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the device was used in the bile duct to treat unresectable malignant biliary stricture in the porta hepatis region. There was no specfic problem in the patient anatomy; stricture was not so severe and angle was not so tight. During stent deployment, the outer sheath got separated from the handle. Since the stent could not be deployed due to the event, the delivery system was removed from the patient. Then, the device was replaced with another zilver 635 (10-6) and the procedure was finished successfully with the replacement device. There have been no adverse effects to the patient reported.